Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined in this case, it is possible the device was sub optimal (foot in access site) which would contribute to the failure to cycle and the foot catching tissue leading to a difficult to open or close. Additionally, it is possible the vessel was friable which may have contributed to the reported perforation. The reported patient effect of perforation is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date attachment medsun report # (B)(4).

Event description:
Medsun report# # (B)(4) received that states "failed perclose. Staff unfortunately did not save packaging, but I have attached a picture of the lot number. Unsure if it is a device malfunction of operator error, but staff did not feel that there were any issues with care or with the placement of this vascular closure device. Below is from the physician's cath/pci [percutaneous coronary intervention] note for case on [redacted]. Left common femoral perforation due to unsuccessful perclose deployment (sutures did not deploy and footplate got stuck with eventual removal but perforation noted requiring open cutdown by dr [redacted] for repair)." No additional information was provided at this time.